Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed. Following deployment the patient developed redness around the puncture site and down the right leg. The physician was unclear as to the cause of the reaction. The patient was given IV medication to treat the reaction. No further complications were reported.